Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient presented post implant with their right ventricular lead exhibiting noise. Due to the noise, the capture threshold was unable to be measured. The lead was explanted and replaced. There were no consequences to the patient.